Event description:
Additional info from the customer stated: this sensor was in place for 26 hours; staff had an excellent waveform throughout the monitoring period. When the sensor was removed it read -6mmhg when it "hit the atmosphere."

Manufacturer narrative:
Initial MDR stated that the device did not meet specifications. Review of the evaluation data showed that the device did meet specifications. During evaluation a particulate was found in the transducer opening. This particulate could have entered the catheter tip when it was removed, which may have induced anomalous readings for the customer.